Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
The patient received an scs system including two percutaneous leads on (B)(6) 2010. It was reported that her leads were replaced due to migration. The explanted devices were discarded by the facility. The patient's ipg was also replaced during the procedure. (Reference 1627487-2011-00773). No further complications were reported.